Manufacturer narrative:
(B)(4). D10: unknown liner; unknown head; unknown stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient is being considered for a revision approximately six years post implantation due to pain that has developed. No revision has been reported to date. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6 multiple MDR reports were filed for this event, please see associated reports: 0009361150-2024-00557. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: follow up review reported pain started 2 months prior. This complaint cannot be confirmed. Medical records were not provided in relation to pain. All office visits prior to the patient report of pain indicate the patient was not in pain. Device history record (DHR) review was unable to be confirmed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-03325, 0001822565-2024-03328. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient is being considered for a revision approximately six years post implantation due to pain that has developed within the last two months. No revision has been reported to date.